Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 10/23/2018. Belt: 4/30/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly unconscious and in the hospital prior to passing. Review of the download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 7:15:50 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 180 bpm, the post shock rhythm was obscured by CPR and motion artifact. An arrhythmia was declared by the lifevest from 7:17:07 to 7:18:48 pm. The patient's rhythm at this time was vt at 220 bpm with CPR artifact degrading to vf with CPR artifact. The patient remained in vf with CPR artifact until the electrode belt was disconnected at 7:19:17 pm. The CPR artifact obscured the patient's rhythm during this time, preventing the lifevest from delivering a treatment. The patient reportedly passed away at 8:02 pm. The patient's equipment was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to the patient's death.